Event description:
As reported to coloplast, though not verified, the patient with this device reportedly experienced recurrent urinary tract infections, hematuria, suburethral sling exposure and revision of sling under general anesthesia. Findings showed that there was an area of exposed sling at the midline, but no mesh was removed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, on or about (B)(6) 2022, the patient underwent a surgical procedure to treat her stress urinary incontinence, during which her physician implanted the coloplast altis single incision sling into the patient. Allegedly the patient with this device experienced pelvic pain, vaginal pain, abdominal pain, dyspareunia, mesh exposure, arthralgia of pelvic region and thigh, and difficulty with daily activities. Surgical intervention and removal of mesh. Allegedly after removal of this device, the patient experienced erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, urinary dysfunction, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudenda nerve damage, pelvic floor damage, chronic pain, emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries. Patient also was treated with medical treatment including mesh removal, operations to attempt to repair pelvic organ, tissue, and nerve damage, the use of pain control and other medicals, injections into various areas of the pelvic, spine, and the vagina, and operations to remove portions of female genitalia. Allegedly patient continues to suffer, multiple, severe, and painful injuries including, but not limited to, bleeding pelvic floor dysfunctions, arthralgia of pelvic region and thigh, vaginal pain, abdominal pain, vaginal discharge, dyspareunia, urinary urgency problems, scarring, and difficulty with daily activities.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device reportedly still has the altis device implanted and no mesh was removed.